Manufacturer narrative:
A ge rep evaluated the system and replaced the singleboard computer cmos battery. The system operates as intended.

Event description:
The customer reported the system displayed high ma. No pt injury was reported.